Event description:
The event was reported as: complaint alleges that a (B)(6) gestational premature infant was intubated in the ob dept. Complaint states there were three devices used during intubation; a 2.5 mm et tube, a suction catheter and an et stylet. The et tube and suction catheter were not reported as teleflex's products. Thirteen to 14 hours later, x-ray revealed that a piece of one of the three devices was lodged in the pleural cavity. The infant was not healthy enough to have the piece removed. The risk mgr reported, the infant expired on (B)(6) 2011, but could not say what the cause of death was. Autopsy results are pending and the risk mgr stated, she will call back with the results.

Manufacturer narrative:
No sample will be returned for investigation. Investigation incomplete at time of this report. A f/u investigation will be submitted when completed.